Event description:
Patient was implanted on the left side and a revision surgery has been planned for dislocation and osteolysis.

Manufacturer narrative:
Additional information which was received on oct 28, 2019. The manufacturer received x-rays, other source documents (surgical reports, photos) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: due to significant lack of information, is impossible to perform a meaningful trend analysis. Event description: it was reported that a patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reason. Review of received data: two x-rays have been received: ap and frog lateral pelvis views of the left hip assessment of imaging: there is superolateral dislocation of the left hip arthroplasty. There is abnormal radiolucency along the proximal femoral implant reflecting osteolysis without definite loosening identified. Of note, the acetabular cup abduction angle is 55 degrees, which is elevated and may predispose to dislocation. Further, based on the x-ray a fracture of the cup is possible, however, this can only be confirmed with examination of the product. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check could not be performed due to missing product identification. Conclusion: it was reported that a patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reason. A revision surgery has not been confirmed. Two x-rays have been received and were assessed by a health care professional. Left hip arthroplasty dislocation and osteolysis along the proximal femoral implant identified and the acetabular cup abduction angle is abnormally elevated. Based on the x-ray a fracture of the cup is possible, however, this can only be confirmed with examination of the product. Due to missing product identification of all involved devices the quality documentation, the complaint history and the product compatibility could not be reviewed. The investigation results did not identify a non-conformance or a complaint out of box (coob) based on the given information. In conclusion, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the item number and the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2019-00633. Device identification unknown

Event description:
It was reported that the patient will have a revision surgery on an unknown date due to unknown reason. Additional information has been requested, but is not available at this time.